Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The field service representative reported a frozen touchscreen. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4: 30mar2020. B4: 27apr2020. The fields service engineer (fse) confirmed the reported failure. The fse replaced the touchscreen and the issue was resolved. The unit has returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.